Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, when attempting to insert the sensor wire the cannula broke from the sensor applicator. No additional event or patient information is available.